Manufacturer narrative:
Methods, results and conclusions: at the time of this report, the device has not been returned to 3m espe, therefore, no evaluation has been conducted. Based on our evaluation of biocompatibility and clinical history, the product is safe for its intended use. Only (B)(4) other complaints regarding impression materials of 3m espe involving perforation of the bowel have ever been reported to 3m espe in over (B)(4) of product applications per year.

Event description:
A dentist reported to 3m espe that a male patient informed him that two days after an impression with 3m espe position penta quick vinyl polysiloxane preliminary impression material has been taken by the dentist, the patient was hospitalized due to strong abdominal pain, nausea, and vomiting. According to dentist's information, the patient reported to him that a CT has been made in hospital which showed no abnormalities. Based on the information of the patient to the dentist, because of the acute situation, an emergency surgery has been performed. According to patient's report to the dentist, perforation of intestine and intestinal obstruction have been observed, and, moreover, a longish bluish material and a piece of intestine have been removed by the surgery. The patient reported to the dentist that after several days hospitalization he recovered. Per dentist, the patient experienced a strong pharyngeal reflex during impression taking procedure but the patient did not make any indication that impression material had been swallowed and no other abnormalities have been noticed.